Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles leakage occurred there was no report of patient impact. The following information was provided by the initial reporter: leak at the needle attachment on the syringe.

Event description:
It was reported while using bd microlance¿3 needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leak at the needle attachment on the syringe.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 304000 and lot number 210403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, retained samples of the same lot number were obtained for further evaluation by our quality team. The retained samples were assembled with a caverjet syringe provided by the customer previously. The needles were assembled by following the caverjet kit instructions; positioning the hub on the syringe tip with a slightly rotational movement. None of the product examined presented any sign of defect and the needle hubs were found to fit perfectly on the syringe with no leakage observed. Based on the investigation findings, an exact manufacturing related cause could not be determined. Per the provided feedback, it is possible that the reported incident resulted from a defective connectivity between the products or from an insufficient adjustment between the devices by the end user. Based on the preventive measures in place, we believe the probability of this reported incident occurring due to needle damage is very unlikely.